Event description:
On february 27, 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone for additional clarification. During the week of the event, approximately 11:00 pm, the patient went to the hospital, as she had been unable to test her blood glucose. The patient reported that she was unable to test due to dropping the meter in water on an unknown date. During the time of concern, she described experiencing a heavy sensation in her chest, upper back pain, and though she was going to have a heart attack. She had tested on her mother's meter and obtained a 638 mg/dl. At the hospital, the patient indicated that the results were too high or too low for the healthcare professional to read. She reported that a result over 600 mg/dl and result below 17 mg/dl were obtained on the hospital device (time difference unknown). The patient claimed that she was treated with IV fluids. It would have been helpful to know when the meter was dropped in water, how long had she not been able to test, her medication regimen before/during the time of concern, when she developed symptoms, her usual testing frequency, if she was aware whether she was experiencing hyperglycemia or hypoglycemia based on her symptoms, when she obtained the 638 mg/dl result, if she administered self-treatment based on the result, if she used her mother's meter throughout the time of concern, how she arrived at the hospital, whether the paramedics were involved, and diagnosis at the hospital. The customer care advocate (cca) verified that there had been trauma to the meter. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: as a result of misuse, the patient was unable to test for an unknown number of days. The patient developed symptoms and received treatment for blood glucose over 600 mg/dl and below 17 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.